Event description:
The customer reported that the monitors will not power up and the power switch seems to be bad. The unit is hard down.

Manufacturer narrative:
The ge service rep ordered and replaced the on/off switch on the monitor cart. The system operates as intended.